Event description:
It was reported that 2 days ago in the afternoon the patient was lying on the couch and they had used plastic adhesive bandages and down below the wound started leaking. The patient went to the emergency room (ER) and they reinforced in underneath so it would not leak or bleed on their clothing. The patient would have an appointment in 3 days. The patient called today and got an appointment because they did not want to wait until (B)(6) 2015 when they were originally scheduled. It was going good, the patient could feel it, and the battery site did not hurt. The patient slept well and had nocturnal urination 3 to 4 times, which was not much compared to before. The patient had been lying on their right side or stomach to avoid putting pressure on their back. It was further reported that the patient¿s device was not working correctly, but they were working on it. The patient had an appointment with their health care provider (hcp) on (B)(6) 2015 and several other times. The hcp raised the battery and said they would reprogram it if this did not work. The patient¿s next appointment would be on (B)(6) 2015, but they were going in on the 16th for an adjustment. The battery was not in the right position and it was the patient¿s fault. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0sza2, implanted: (B)(6) 2015, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).